Manufacturer narrative:
Date of event: used the first day of the month of the boston scientific aware date since event date not provided.

Event description:
It was reported that stent damage occurred. In more than one procedure, when the synergy drug-eluting stent was deployed to treat the lesion, deformation occurred when the stent balloon was deflated at the time of implantation. Another stent was deployed over the deformed one to complete the procedure. No patient complications were reported.